Event description:
It was reported that customer experienced continuous glucose monitor error and was unable to continue sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, and successfully restarted sensor session without recurrence of error.